Manufacturer narrative:
Pump received with completely broken reservoir tube lip, reservoir tube missing o-ring, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. Visual inspection shows no damage near the reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating physical damage in the form of cracks near the reservoir compartment of their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer sent the product back for analysis.